Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument, and instrument data indicate that, the cause for the falsely elevated troponin I result was inadequate wash. A dade behring field service representative was dispatched to the account, and corrected the malfunction. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 9.23 ng/ml was obtained on a pt's sample. The result was reported to the physician. The test was repeated on a sequential sample, and a result of 0.00 ng/ml was obtained. The original sample was retested, and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered, and there was no report of adverse health consequences, as a result of the falsely elevated troponin I result. Analysis of the instrument, and instrument data indicate that, the cause for the falsely elevated troponin I result was inadequate wash.